Manufacturer narrative:
Additional information: b5, b6, b7, d10, and h11. B5: upon follow-up, on an unknown date, pd therapy was on hold and the patient was switched to hemodialysis (hd). From an unknown date, dianeal and extraneal therapies were restarted. It was reported that the patient treatment 1.5% dextrose and 2.5% dextrose dosage was re-introduced and on going. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "unhygienic surrounding". The peritonitis was manifested by turbid fluid. Three days after event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, discontinued), meropenem injection (1gm, intraperitoneal, once daily, ongoing), and amikacin injection (250mg, intraperitoneal, once daily, ongoing). Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.